Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Please see medwatch report # 2032227-2014-16733.

Event description:
The customer reported receiving a no delivery alarm. Her blood glucose was 198 mg/dl. During troubleshooting, the customer performed a fixed prime of 5.0 units of insulin. The insulin did not exit and the insulin pump alarmed no delivery. The customer removed the reservoir from the insulin pump, reconnected it along with the infusion set, and attempted to push insulin slowly through the tubing. She reported that the insulin did not exit and there was greater than normal resistance with the plunger push. Nothing further was reported.